Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. During the processing of this complaint, attempts were made to obtain patient information but were not received.

Event description:
It was reported the ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.